Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that "patient just returned home at 4pm and found the screen to be blank. It will not light up by pressing any keys. Pressed power button and pump begins to alarm 45636. Batteries changed and powered on but pump again alarms 45639. Powered off and on again and alarm continues. Pump powered off." No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05149. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. When connected the ac cord to pump started alarm with error code 45369 constantly. Defective mpu board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.